Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified that the 'n' button was not functioning properly and was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, it was identified that the mobile view station (mvs) keyboard was not working properly.

Manufacturer narrative:
The keyboard for the imaging system was returned to the manufacturer for analysis. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.